Manufacturer narrative:
(B)(4). This report for an overprime-leak out of the patient line was not confirmed due to unavailable sample. A batch review was not performed due to unknown lot number. The root cause is that the patient stacked the solution bags on top of each other during therapy. The results of a label review found labeling to be adequate for the use error identified in this report. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). During investigation by baxter this event was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted. Should any additional information become available, a follow-up report will be submitted.

Event description:
A customer contacted baxter's technical service center and reported that fluid is coming out of the patient line during priming. There were multiple bags stacked on the heater. The technical service representative (tsr) explained to the home patient (hp) that is the cause of excess fluid coming from the patient line during prime. The hp will remove supply bags from the heater tray. Product surveillance contacted the nurse on (B)(6) 2011. According to the nurse she was not aware of this event; however, the patient has been seen since and has resumed therapy successfully. Product surveillance advised the nurse that the tsr explained to the patient to not stack the bags. There was no patient injury or medical intervention associated with this event.